Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a balloon rupture. Customer noted large amounts of blood in the helium tubing and placed a clamp on the line to help stop the blood from leaking back. The pump was turned off, blood leaking past the clamp, unsure if blood reached the pump. The patient was removed off the iab. There was no harm reported to the patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields - (site country), (type of investigation, investigation findings, investigation conclusions). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.